Event description:
This report is being submitted to request clarifying information from stryker that is not listed on the manufacturer's IFU(instructions for use) that is needed to ensure safe and effective cleaning for the specific stryker bed noted below. Our vendor rep has been engaged but is unable to provide formal clarification for documentation purposes to include in our cleaning process guidelines for these beds. This is also being submitted to recommend that stryker be requested to update their IFU on this product to provide these specific details on their expected cleaning process. Situation: stryker bed - model s3 medsurg bed with stayput frame (3005-009-011 rev g) the manufacturer's instructions for use list quaternary cleanser (active ingredient-ammonium chloride), phenolic cleaners (active ingredient- o-phenylphenol), and chlorinated bleach solution (5.25%-less than 1 part bleach to 100 parts water) as cleaners, but do not mention disinfection. Background: usually, the above mentioned three are used as cleaners and disinfectants. Assessment/recommendation: -we need stryker to clarify if hand washing all surfaces of the model with warm water and mild detergent and letting it dry before using their suggested cleaners for the bed is needed -or- if the cleanser/solutions listed in the IFU alone are sufficient for both cleaning and disinfecting?